Manufacturer narrative:
(B)(4). The exact date of the peritonitis event was not reported. The patient was hospitalized on (B)(6) 2015 for an unrelated event prior to the patient being diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of the peritonitis was unknown. The patient was treated with two unspecified antibiotics (route, dose, frequency and duration not reported) for the peritonitis. The patient was discharged from the hospital after six days. Peritoneal dialysis therapy was later discontinued and the patient was placed on hemodialysis therapy. At the time of this report, the patient was recovering from the event. No additional information is available.